Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with the sensor. They received change sensor alarms. The customer removed the sensor and it was retracted/shorted. Customer's blood glucose level was between 6 mmol/l and 7 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.